Event description:
It was reported that the position of a device was moved by the patient's doctor. It was unclear when or why this occurred. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID 377745, lot # v009143, implanted: (B)(6) 2006, product type lead; product ID 377745, lot # v009838, implanted: (B)(6) 2006, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).